Manufacturer narrative:
St. Jude medical could not evaluate the aso involved in this incident since it is being retained by the hospital. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests, prior to shipment.

Event description:
An 18mm amplatzer septal occluder (aso) was successfully placed. The patient started to have pvc's and not feel well in the early afternoon. It was determined the aso had migrated and reportedly damaged the mitral valve. The aso was surgically removed.